Event description:
During the index procedure three endeavor sprint drug-eluting stents were implanted; one in the rca and two in the lad. Approximately 7 months post the index procedure the patient is reported to have died, death was reported as non cardiac. Bleeding occurred 3 days before patient expired. Cause of death was intracranial hemorrhage and traumatic brain injury. Investigator indicated that the events were not related to the study device.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stroke and death).